Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, mildly tortuous, 80% stenosed, mid circumflex artery during pre-dilatation with a 3.0 x 15 mm unspecified balloon dilatation catheter (bdc) resistance force and balloon rupture occurred and vessel perforation damage was noted. The bdc was removed and a 2.8 x 16 mm graftmaster was advanced but could not cross the damaged vessel. The patient was transferred to surgery for intervention of the damaged vessel. Although there was a reported delay in the procedure there was no clinically significant intervention related to the graftmaster or any reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for failure to advance from this lot. Based on the information reviewed, there is no indication of a product deficiency.